Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. During evaluation, the reported problem of 'no upstream flow input' was reproduced. A review of the event history log (ehl) revealed occurrences of 'system error 348 - no upstream sensor poll ' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty processor printed circuit board (pcb). The processor pcb will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump " no upstream flow input " error. This occurred during testing in the biomedical service area. There was no patient involvement. No additional information is available.